Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that her mother has been getting blood glucose readings between 200-500 mg/dl for almost two weeks that resulted three hospitalizations. The customer's blood glucose was 600 mg/dl at the time of the incident. Blood glucose reading was 298 mg/dl at the time of admission to the emergency room. The customer had a tooth and gum infection that caused the high blood glucose level. Customer was treated with insulin drip. She was wearing the insulin pump at the time of hospitalization. Troubleshooting was completed and the insulin pump passed the high pressure test. The customer also mentioned that the infusion set had a bent cannula. The customer had been using the infusion set for a week. Customer was advised to change the infusion set. The product will not be returned for analysis.